Event description:
Complainant alleged that while attempting to monitor a male patient (age unknown), the device displayed a "check pads" message.complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has been contacted and there is no indication that product will be returned for evaluation. In the event the device is returned for investigation a supplement report will be submitted.